Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 9-10, 2025. H11: the actual devices and four (4) companion samples were received for evaluation. Visual inspection was performed on all the samples. The reported issue was not identified by initial visual inspection of the returned samples; however, the issue was not identified during the visual inspection on the companion samples. Functional testing was performed on the 4 actual samples and the bags leaked from the administration port bonding area on the returned samples. During the visual inspection of the companion samples, no leakage was observed from the administration spike port bonding area or any other area of the samples. The reported condition was verified on the returned actual samples; however, the issue was not verified on the companion samples. The cause of the issue could not be determined; however, the cause of the issue was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 500 ml eva tpn bags leaked at the middle port inside of a secondary bag. The event occurred during setup. There was no patient involvement. No additional information is available.